Event description:
In june 2004, it was reported that the pt with meningitis was transferred from another hosp. The pt reportedly had a shunt, which was removed (date not given). A lumbar puncture was performed.